Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0872 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 404 mg/dl at the time of incident and the current blood glucose of the patient was 301 mg/dl. Customer stated the other blood glucose value was 308 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer allege pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.